Manufacturer narrative:
The ssd (solid state drive) was returned to the manufacturer for analysis. Through functional testing and visual/physical examination the reported issue was confirmed. There was a software failure with the component. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: stealth station os support package version (B)(4), ssd 9735999 with s8 os s8 svc. A medtronic representative went to the site to test the equipment. It was reported that the solid state hard drive (ssd) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while a clinical specialist (cs) was on site, the system had a blinking cursor on the screen. Technical services (ts) walked the cs through fixing the issue through the grub menu, but after the system went back to the log-in screen, the cs was unable to log into the software application. There were no issues logging into admin. The cs did not have a software disc available to attempt to uninstall and re-install the software application, but the cs was able to attempt that later and stated that it did not resolve the issue. No patient.